Event description:
It was reported that this right atrial (ra) lead was explanted as the physician thought it had been pulled back by the patient. This lead was out of service and replaced. The lead is available for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. In addition, the lead was noted slightly curled which could be related with the patients twiddler syndrome but it cannot be attributed to it, the lead has no obvious signs of twisting.

Event description:
It was reported that this right atrial (ra) lead was explanted as the physician thought it had been pulled back by the patient. This lead was out of service and replaced. The lead is available for evaluation. No additional adverse patient effects were reported.